Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was at 86 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided

Manufacturer narrative:
Findings: unable to prime unit during prime/a33 test due to faulty fsr. (Gold) unit received with cracked case at display window corners. Unit received with scratched lcd window. Unit received with debris under the display window. No cracks at display window noted. (B)(4).